Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a craniovertebral decompression procedure, the mayfield composite series skull clamp (a3059) slipped. The slippage caused lacerations to the patient's head (1.5 cm) which required sutures to close. There was a delay of 15 minutes to reposition and suture laceration. The 15m delay did not result in further injury or extended time under anesthesia. The patient was repositioned and another skull clamp was used to complete the procedure.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed there was minor movement of the swivel base in the locked position. Discoloration of the device was also observed and the unit required preventive maintenance (pm). To resolve these issues, pm was performed along with replacement of some additional parts to restore functionality. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. There was minor movement in the swivel base in the locked position caused by routine wear and unlikely to cause a slippage. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.